Manufacturer narrative:
This event was originally reported under MFR# 2916596-2022-02063 as part of a historical jmacs patient registry review in japan through mcs abbott japan affiliate. On (B)(6) 2022 the review of files of this event type was completed. No further information was provided. The manufacturer is closing the file on this event.

Event description:
On (B)(6) 2020, the patient experienced hemolysis. The lactate dehydrogenase (ldh) was (B)(4), the patient hematocrit was (B)(4), and their plasma free hemoglobin level was not tested. Hyperbilirubinemia was observed. The cause of the hemolysis was related to the device. On (B)(6) 2022, the patient experienced major mediastinum bleeding. The patient underwent a transfusion of red blood cell concentrates, less than (B)(4). No drug treatment was performed. The anticoagulant treatment at the time of the event was heparin. Laboratory data included international normalized ratio (inr) 2 6, activated partial thromboplastin time was 41 seconds, and platelet count 12 of 90,000/l. The cause of bleeding was related to any reoperation.

Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of heartmate ii left ventricular assist system (lvas), serial number (B)(6), confirmed the presence of pump thrombosis, which could have contributed to the reported hemolysis. Additionally, a direct correlation between heartmate ii lvas, serial number (B)(6), and the reported bleeding could not conclusively be established through this evaluation. Although a specific cause for the formation of this deposition could not be determined, it could have contributed to the reported hemolysis. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit shipped on 21apr2015. The heartmate ii lvas IFU is currently available. Section 1 of this IFU lists device thrombosis, hemolysis, and bleeding as adverse events that may be associated with use of the heartmate ii left ventricular assist system. Additionally, section 6 outlines indications of pump thrombosis, as well as how to respond to such events. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of heartmate ii lvas, serial number (B)(6) confirmed the presence of pump thrombosis. (B)(6) was returned assembled with the dl cut approximately 1.5¿ from the pump housing and the distal portion of the driveline was returned 36" in length. The sealed inflow conduit (inlet tube, inflow conduit flex section, and inlet elbow) was returned detached from the pump¿s inlet port. The outlet elbow was returned attached to the pump¿s outlet port and the outflow graft was returned detached from the outlet elbow. Approximately 4 inches of the sealed outflow graft was returned with the outflow graft bend relief attached to the graft attachment. The bend relief collar was attached to the outflow graft and bend relief hardware upon disassembly of (B)(6), examination of the proximal-side of the outlet stator revealed a red, non-laminated deposition situated around the outlet bearing ball and in between stator blades. The deposition had areas of denaturing and the circumferential contact marks on the outlet bearing cup of the rotor indicate that the deposition was present in the outlet stator while (B)(6) was supporting the patient. Upon removal of the observed deposition, the device was cleaned. The pump's bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline revealed no discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. The heartmate ii lvas IFU is currently available. Device thrombosis is listed as an adverse event that may be associated with the use of heartmate ii left ventricular assist system. The patient care and management section of the IFU outlines indications of thrombus and how to respond to such events. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a pump exchange for pump thrombosis. The pump thrombosis was suspected and the pump was exchanged to hm3. Date of event was unknown. There were no changes to patient condition or anticoagulation that might have contributed to the event. Detailed pump parameter was unknown. Ldh was evaluated but no values were provided. Regular heartmate care will be taken.